Event description:
Pt had lifeport implanted 5/14/97 into left chest without incident for chemotherapy port did not work well in 8/97. Did not work at all in 9/97. Not used in sept or 10/97. Removed on 10/29/97 and found to have 4 length-size slits at approx. Midpoint of catheter approx. Where cath goes between clavicle's 1st rib. Pt reported "sticking" feeling when nurse attempted flush catheter. This was felt in the area of the clavicle. Catheter was removed intact from pt without incident 10/29/97.